Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the suture popped off of the needle. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks around the loading slot and cones. A pmv needle was loaded. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.